Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: case- (B)(4).